Event description:
On 14 may 2026, it was reported by a sales representative via email that an ar-1927bcf-475, bc corkscrew ft tri-play 4.75mm was reported to have the anchor snapped when being inserted. This occurred on (B)(6) 2026 during an unknown procedure. The case was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.